Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that a spectrum turbo-ject antibiotic power injectable PICC (upics-3.0-CT-nt-abrm-1110) from lot 9868437 broke at the clear lumen section and leaked. The device was indwelling for 41 days when this failure was noted. Cook became aware of this event on 26may2020 upon being notified by (B)(6) hospital of (B)(6). The patient status is unknown. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device were conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related nonconformances or additional complaints associated with this device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: intended use the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use spectrum turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not established. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional common name: foz. (B)(6). Occupation: safety-quality specialist this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the clear lumen of a spectrum turbo-ject antibiotic power injectable PICC cracked and thus began to leak. The event occurred in the user facility's picu. The device was implanted for 41 days and was being used for administration of tpn and lipids. No adverse effects to the patient have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.